Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference associated MFR report#: 2936999-2011-00728, 00731, 00732, 00733, 00734, 00735.

Event description:
Customer reported that after 2 and 5 days of use, the ventilator would start to alarm and upon examination, the inner cannula of the tracheostomy tube was found to be loose and could not be locked in place. Pt was re-cannulated.